Event description:
Approx 3 weeks ago at (B)(6), I was skin tested for (B)(6) and it came out (B)(6) following that a few days later, I had a blood test taken and after 3 weeks, it came out (B)(6). At the same time, I was scheduled to take an annual physical at the va hospital in (B)(6) and that test was sent to (B)(6) and came back (B)(6). The blood samples from (B)(6) that draw my blood used the regular tubes and did not use the mitogen control tubes to draw my blood but the laboratory technician at the va in (B)(6) did use the special tubes to draw my blood. Because of the impact of loosing a tentative job and also my health risk and others, request assistance in investigating the two mfg's of the test control, and the laboratory results, procedures and qualifications. Dates of use: (B)(6) 2013 - (B)(6) 2013. Diagnosis or reason for use: verify (B)(6) skin test. The (B)(6) drew the blood and sent it to (B)(6).